Manufacturer narrative:
The insulin pump was received with no button response on the down arrow button due to a connector on liquid crystal display board being unlocked; no damage to the keypad traces were noted during a visual inspection. The insulin pump was unable to perform the displacement test due to the unresponsive keypad. The insulin pump was also received with minor scratches on the liquid crystal display window, cracked reservoir tube lip, and scratches on the reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an intermittently responsive down arrow button. The customer's blood glucose was 166 mg/dl. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.